Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 424 mg/dl, which she treated with an insulin pump bolus. Troubleshooting was declined for the high blood glucose as the customer believed that the high blood glucose was caused by a bent cannula. The customer reported that she felt okay. No products were returned or replaced.